Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced increased intraocular pressure and was treated with medication. The surgeon also reported that the patient has blurry vision and the haptic did not unfold correctly. Additional information has been requested.